Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite colonovideoscope had foreign material in the channel tube. The issue was found during reprocessing, the intended procedure was completed with the same device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation could not find foreign material in the channel tube. Additional findings include the following: water tightness was lost due to damage to the channel tube, the scope connector cover was deformed, the image guide protector had a scratch, the plug unit had corrosion, switch 1 had a scratch, the switch box had a scratch, the suction cylinder was shaved, the forceps channel port was shaved, the leak check label was discolored, and the angulation was slightly tight. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: detection method is described in IFU: bf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.